Event description:
Information received by medtronic indicated that the insulin pump had a blank display and crack retainer ring. Customer stated that insulin pump had a quit working in the hospital. Customer stated that insulin pump was not turning on after insert new battery. Customer was in hospital due to stroke. Customer stated that insert battery alarm did not display on insulin pump screen. Contacts on the battery cap was not missing or damaged. Customer stated that battery compartment and spring was not damaged or corroded. Customer also stated that display retuned after insulin pump restart and reservoir was able to locked in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.